Manufacturer narrative:
(B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4): the hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro cautery tip broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. A piece of the grey plastic insulation on the cautery tip of the hemopro broke off when the harvester tried to poke through the fascia surrounding the saphenous vein. There were no adverse effects to the patient.

Manufacturer narrative:
Update 04/07/2016 01:57 pm (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was not flexed away from the hot jaw and remained attached at the base of the jaw. The silicone insulation on the cold jaw was peeled from the tip till base but remained attached. Based on the condition of the device as found, the reported complaint was not confirmed for "bent wire" but the complaint was confirmed for " peeled jaw". Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
Update 2/11/2016 01:00 pm (B)(4): the hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro cautery tip broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. ******************************************************************************************* a piece of the grey plastic insulation on the cautery tip of the hemopro broke off when the harvester tried to poke through the fascia surrounding the saphenous vein. There were no adverse effects to the patient.